Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-34}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} product ID {l-evolutfx-34}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure involving the evfxplus-34, a pre-implant balloon valvuloplasty was performed using a 23 mm non-medtronic balloon due to calcification and a bicuspid aortic valve. Following valve deployment, an echocardiogram revealed under-expansion of the valve frame. The under-expansion was attributed to extreme calcification and the patient's bicuspid anatomy. The valve was recaptured once and was ultimately removed due to the patient's anatomy and age. The patient was scheduled for a surgical consult. No patient complications have been reported as a result of this event.